Event description:
The initial reporter stated they were having issues with patient sample ise results being flagged with ise noise flags on the cobas 6000 c (501) module. Two patient samples had discrepant results for ise indirect na for gen.2. The first sample initially resulted in a na value of 99 mmol/l. The sample was repeated on a second analyzer, resulting in a na value of 135 mmol/l. The repeat value was deemed correct. The second sample initially resulted in a na value of 116 mmol/l on (B)(6) 2022. The sample was repeated on a second analyzer, resulting in a na value of 135 mmol/l. The repeat value was deemed correct. The na electrode lot number was u5351, with an expiration date of 16-nov-2022.

Manufacturer narrative:
The field service engineer removed and cleaned the electrodes and checked the flow path. The sipper probe tip was found to be flat, instead of angled, so the probe was replaced. The sensor/flex cable of the probe was found to be defective. It was noted that the last calibration performed on (B)(6) 2022 for potassium had a calibration error. Quality controls ere ok. There was no indication of a reagent performance issue. Upon review of the alarm trace, multiple ise noise alarms occurred near the time the samples were processed. The investigation determined the service actions resolved the issue.